Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. During troubleshooting, the gehc field service engineer (fse) swapped the gradient cables and did not return them to their original position. Previously installed spacers would have prevented the gradient cable swap, however this feature was by-passed by the gehc fse. In addition, the gehc fse did not perform the required geometry verification procedure to confirm that the gradient cables were correctly returned to their original position. Gehc service documents were reviewed and it was confirmed that proper procedures are in place. It was determined that the root cause of this event was that the gehc fse did not adhere to the required gehc service procedures.

Manufacturer narrative:
Patient information could not be provided due to country privacy laws. Incident date is not known at this time. Unique identifier (UDI) # - UDI label not present. There are no additional device identification numbers. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that axial images were observed to be flipped in the left to right direction. Gehc service identified that during prior system servicing/troubleshooting, the gradient cables j3 and j4 of gradient amp terminal of x axis had been swapped and not returned to their correct positions. Gehc service placed the gradient cables to their correct positions. No injury or misdiagnosis was reported due to this issue.